Manufacturer narrative:
Device analysis: visual analysis of the photographs identified; red particles on the shell.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient reported for left side "extremely distressed", "nodule", "superficial radial folds", "a thin band of fluid". The device remains implanted. Healthcare professional reported "rupture of a breast implant with a silicone outlet".